Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant the implanter had difficulty with getting the wrench to engage the set screw. The device was checked and had no abnormal values and remains in use. No patient complications have been reported as a result of this event.